Event description:
It was reported the patient's implantable neurostimulator exhibited a power-on-reset (por) condition. Electromagnetic interface was not suspected. It was additionally reported that the por condition resolved itself.